Manufacturer narrative:
A review of customer data files showed 1 false positive result due to optical mixing/user error. Root cause: the user did not properly centrifuge the qpcr plate according to instructions in the IFU, resulting in a bubble in the reaction well.

Event description:
Soft cell biological research contacted thermo fisher scientific regarding two (2) potential false positive results when using the taqpath covid-19 combo kit. The customer reported no patient death or serious injury to thermo fisher scientific. Thermo fisher's review of the patient results, run results, and additional data from the customer, showed that the false positive result (1) was due to user error. Specifically the user did not properly centrifuge the qpcr plate according to instructions in the IFU, resulting in a bubble in the reaction well.